Event description:
Patient had laparoscopic repair of incarcerated hernias x 2 and resection of a portion of strangulated omentum in 2007 in which a 20cm c 30cm piece of parietex mesh was placed. The patient was having surgery early 2012 to repair the same ventral hernias when the surgeon observed holes in the parietex mesh, stating the holes were a result of a defect in the mesh and that polyester weakens over time. It was for this reason the surgeon opted not to use parietex mesh during this surgery and instead used c-que mesh. Photos of the defect available upon request.